Manufacturer narrative:
Pump error 54 and 3 noted in formatted history file due to software error. Device passed the sleep current measurement, active current measurement, self test and displacement test. No failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not giving them the low battery notification. Insulin pump received multiple pump error alarms. Customer able to clear the alarm and able to rewind insulin pump. Fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.